Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, an area of missing material , measuring approximately 1.0 cm x 0.7 cm was noted in the anterior view, causing a deflation. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the left implant was ruptured before the implantation. The implant never touched the patient and possibly out of box issue. As a result doctor used other implants as follow left with cat#: shpx450, sn# (B)(4), and right side used cat#: shpx450, sn#: (B)(4) on (B)(6) 2020.